Manufacturer narrative:
The insulin pump was received with button error alarm due to flattened all the buttons dome switch. The device had a cracked reservoir tube window. It passed the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and physical damage. The blood glucose at the time of the incident was 60 mg/dl; treated with food and lowered the basal rates. The customer stated that the device was cracked from by the esc button into the reservoir compartment. Troubleshooting was not able to resolve the issue. The device was returned for analysis.